Event description:
A pt was intubated. Following intubation, the pt was placed on a ventilator. Once the ventilator was connected, the pt's oxygen saturation levels continued to decrease. Each time the ventilator was disconnected and the pt was bagged, the oxygen levels went back up. The ventilator was switched out with a different one and the pt's oxygen saturations remained elevated. No known injury to patient.